Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a recurring power error detected alarm that was not resolved from previous troubleshooting. Blood glucose was 7.3 mmol/l. It was also reported that the customer had a replace battery now alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. Pump error 25 due to non-sleep anomaly software error.